Event description:
Pop was heard while retractors were still on, but stitching was being done. Foley piece came out and entire balloon piece was disconnected from rest of device. Add'l surgery was required to remove the balloon section of the foley.